Manufacturer narrative:
The srt replaced the tube clamp assembly. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the roller pump tube clamp pin was not secured inside of the lock, stopping the lock from releasing the tube clamp knob. There was no patient involvement.